Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent spo2 signals. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned cable was evaluated. The cable failed continuity tests due to an open on the white conductor, along the length of the cable. (B)(4).